Event description:
The operator noted a small amount of blood leaking from the dialyzer at the start of a routine hemodialysis treatment. Treatment was ended immediately without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a crack occurred in the arterial cap on the filter. Review of the device history records revealed that the lot of cap components met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria.